Manufacturer narrative:
Concomitant products: product ID: 37601, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: implantable neurostimulator.

Event description:
Information was received from a health care provider (hcp) regarding a patient who was implanted with a neurostimulator. It was reported that the system was explanted due to an infection. No other information was provided. Please see report number 3004209178-2016-15091.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.